Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no physical damage was observed on sensor patch. The sensor plug was observed to be properly seated. The data was unable to be extracted from the sensor using evm (evaluation module). After multiple attempts and with resetting the evm, the sensor did not scan. Observed "security failure - decryption command rejected" error message that indicates possible sign of contamination on the pcba (printed circuit board assembly). An extended investigation was also performed on the returned puck. Visual inspection of the returned sensor revealed contamination on the sensor¿s printed circuit board assembly (pcba) due to liquid ingress. In order to test the complaint of low readings, a linearity test must be performed. Since the damage to the pcba was so excessive, a linearity test could not be performed. Therefore, adc is unable to further test the returned product. As submitted in the initial report for this issue, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.